Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis with unknown culture results in a male patient (B)(6) coincident with dianeal extraneal solution. On an unreported date, the patient began treatment with dianeal and extraneal solution, intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient discontinued the use of extraneal solution in the first week of (B)(6) 2012 (reason unspecified). On (B)(6) 2012 the customer reported to baxter that he went to the hospital on (B)(6) 2012 due to "feeling really weak", follow-up was performed with the hp's rn on (B)(6) 2012 who stated during the hp's visit to the hospital he was diagnosed with peritonitis (date of diagnosis (B)(6) 2012). The home patient was in the hospital from (B)(6) 2012 - (B)(6) 2012, however treatment was not reported as of this report. During the hospitalization, a pd effluent culture was performed, and the patient was diagnosed with peritonitis. The patient was treated for peritonitis with unspecified antibiotics. The results of the pd effluent culture were not available to the nurse, and she was not expecting to receive the results. The home patient's rn stated the home patient went to the hospital for abdominal pain, not for feeling weak. The peritonitis was caused by the patient's ongoing poor hygiene (onset date unknown). On an unknown date, patient was re-educated on proper aseptic technique. The events were not related to dianeal or extraneal solution, or to baxter devices or disposable products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.